Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and the left ventricular (lv) lead is not capturing well. It was noted that the rv lead had high threshold measurements. Reprogramming was done and the rv lead was repositioned. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.